Manufacturer narrative:
According to the facility the lap sponges were falling apart and leaving behind strings in the wound that had to be removed during surgery. The sample is available but has not been returned for evaluation. No additional information is available at this time. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility the lap sponges were falling apart and leaving behind strings in the wound that had to be removed during surgery.